Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('continuous abdominal pain') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), abdominal distension ("abdominal swelling"), pruritus ("strong pruritus"), multiple allergies ("allergies"), peripheral swelling ("swollen hands"), cystitis ("cystitis"), alopecia ("hair loss"), visual impairment ("worsened vision"), ear pain ("left ear pain"), libido decreased ("diminished libido"), insomnia ("insomnia"), disturbance in attention ("difficulty with concentration") and memory impairment ("difficulty with memory"). The patient was treated with antiinflammatory and antirheumatic products and surgery (essure removal via hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, abdominal distension, pruritus, multiple allergies, peripheral swelling, cystitis, alopecia, visual impairment, ear pain, libido decreased, insomnia, disturbance in attention and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, cystitis, disturbance in attention, ear pain, insomnia, libido decreased, memory impairment, multiple allergies, peripheral swelling, pruritus and visual impairment to be related to essure. The reporter commented: the complainant reports relevant harm to the family life, work, and relationships as a direct consequence of the harm to her health described with a relevant worsening of her quality of life. After essure removal the adverse events partially resolved, in addition she has pelvic floor rehabilitation therapy. Various hospitalizations, permanent disability of 20%. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('continuous abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), abdominal distension ("abdominal swelling"), pruritus ("strong pruritus"), multiple allergies ("allergies"), peripheral swelling ("swollen hands"), cystitis ("cystitis"), alopecia ("hair loss"), visual impairment ("worsened vision"), ear pain ("left ear pain"), libido decreased ("diminished libido"), insomnia ("insomnia"), disturbance in attention ("difficulty with concentration") and memory impairment ("difficulty with memory"). The patient was treated with antiinflammatory and antirheumatic products and surgery (essure removal via hysterectomy with bilateral adnexectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, abdominal distension, pruritus, multiple allergies, peripheral swelling, cystitis, alopecia, visual impairment, ear pain, libido decreased, insomnia, disturbance in attention and memory impairment was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, cystitis, disturbance in attention, ear pain, insomnia, libido decreased, memory impairment, multiple allergies, peripheral swelling, pruritus and visual impairment to be related to essure. The reporter commented: the complainant reports relevant harm to the family life, work, and relationships as a direct consequence of the harm to her health described with a relevant worsening of her quality of life. After essure removal the adverse events partially resolved, in addition she has pelvic floor rehabilitation therapy. Various hospitalizations, permanent disability of 20%. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("continuous abdominal pain") in a 44 year-old female patient who had essure inserted. Additional non-serious events are detailed below. An additional suspect product was rifaximin. The patient had a medical history of thyroidectomy in 2005 and parity 2 (1986 and 1992.), hypothyroidism, miscarriage, pancreatic carcinoma, leukopenia, hashimoto's thyroiditis and appendectomy. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. On an unknown date, the patient started rifaximin at an unspecified dose and frequency. On unknown dates she experienced abdominal pain (seriousness criteria hospitalisation, disability and intervention required), abdominal distension ("abdominal swelling"), pruritus ("strong pruritus"), multiple allergies ("allergies"), peripheral swelling ("swollen hands"), cystitis ("cystitis"), alopecia ("hair loss"), visual impairment ("worsened vision"), ear pain ("left ear pain"), libido decreased ("diminished libido"), insomnia ("insomnia"), disturbance in attention ("difficulty with concentration"), memory impairment ("difficulty with memory"), adnexa uteri pain ("adnexal discomfort"), spinal pain ("spine pain"), temporomandibular joint syndrome ("temporomandibular disorder"), coeliac disease ("coeliac disease"), food intolerance ("food intolerances"), conjunctivitis ("conjunctivitis"), eye pruritus ("itching eyes"), dry eye ("dry eyes"), urinary incontinence ("urinary incontinence"), suprapubic pain ("suprapubic discomfort "), dyspareunia ("dyspareunia"), salpingitis ("salpingitis"), oophoritis ("ovaritis") and sinus bradycardia ("sinus bradycardia"). The patient was treated with antiinflammatory and antirheumatic products as well as surgery (essure removal via hysterectomy with bilateral adnexectomy). At the time of the report, the abdominal pain, abdominal distension, pruritus, multiple allergies, peripheral swelling, cystitis, alopecia, visual impairment, ear pain, libido decreased, insomnia, disturbance in attention and memory impairment were resolving. The outcomes for spinal pain, temporomandibular joint syndrome, coeliac disease, conjunctivitis, eye pruritus, dry eye, urinary incontinence, suprapubic pain, dyspareunia, salpingitis, oophoritis and sinus bradycardia were unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, coeliac disease, conjunctivitis, cystitis, disturbance in attention, dry eye, dyspareunia, ear pain, eye pruritus, food intolerance, insomnia, libido decreased, memory impairment, multiple allergies, oophoritis, peripheral swelling, pruritus, salpingitis, sinus bradycardia, spinal pain, suprapubic pain, temporomandibular joint syndrome, urinary incontinence and visual impairment to be related to essure administration. The reporter commented: the complainant reports relevant harm to the family life, work, and relationships as a direct consequence of the harm to her health described with a relevant worsening of her quality of life. After essure removal the adverse events partially resolved, in addition she has pelvic floor rehabilitation therapy. Various hospitalizations, permanent disability of 20%. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: preliminary examination without contrast medium reveals the presence of essure well-positioned on both tubes. On the left, contrast medium extravasation is observed in the ovarian venous plexus. No documented passage of contrast medium into the peritoneum [ultrasound scan vagina] on (B)(6) 2014: liver normal for size, shape and echogenicity. Normal gallbladder, without appreciable stones in its lumen. Non dilated bile ducts. Pancreatic region not examined because of meteorism. Nothing to the spleen. Normal kidney size, shape and echogenicity, except for uncertain hyperechogenic spot at the lower third of the right kidney compatible with randall¿s plaque is excluded. No images of stones with a diameter exceeding 5 mm, nor signs of urinary tract dilation. Bladder evaluation not possible due to insufficient filling. Examinable segments of aorta are normal for shape and diameter; (date unknown): no pathological findings, correctly positioned essure, in the intramural tract on the left protrudes into the cavity by 2 mm (normal) no tubal collections no peritoneal effusions [x-ray] on (B)(6) 2009: correct positioning without contrast scattering; on (B)(6) 2020: at pelvic level in the mid/para-central right pelvis, a linear radio-opaque image of approx. 33 mm (iud?) Is observed. Approx. 3 cm further to the left, another radio-opaque image with a punctiform shape is observed. Gynaecological evaluation is recommended. No pathological distension of intestinal loops or significant hydro-aerial levels are detected. No signs of intra-abdominal free air coprostasis in the colic frame. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-nov-2023: new events sinus bradycardia, oophoritis, salpingitis, dyspareunia, urinary incontinence, suprapubic pain, adnexa pain, spinal pain, temporomandibular joint syndrome, coeliac disease, food intolerance , conjunctivitis dry eyes, itchy eyes, are added. Lab data, concomitant drugs, medical history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.